Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) was 300 mg/dl and a correction bolus was delivered to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check with the customer to determine a possible cause of the occlusion.